Event description:
Surgeon was inserting a new brand of filter (meridian) and was speaking with the rep as to how the unit deployed. When the surgeon deployed the filter, it ended up higher in the vena cava than he wanted it to be. We finished the case, and the rep said that "this" type of problem had never happened before. She apologized and said she and the company would do a follow-up. The surgeon said "it's in the wrong place, and this one was going to be permanent".======================manufacturer response for vena cava filter, meridian vena cava filter femoral (per site reporter).======================rep was present at the time of the event. We do have guideline, introducer and sheath, but the filter was left in the patient.